Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer reference number: 1627487-2021-17073. It was reported that the patient leads had migrated. X-rays confirmed leads had moved up and curved. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein both leads were explanted and replaced. Effective therapy was restored post-operatively.